Event description:
Per the audiologist, the patient experienced a decrease in performance and pain when using the implant. Reprogramming of the device did not alleviate the issues. The results of in integrity test done (B) (6) 2009 indicated device failure. Explant and reimplantation is planned, but had not been scheduled at the time of this report, april 20, 2009.

Manufacturer narrative:
(B) (4).